Manufacturer narrative:
(B)(4).

Event description:
It was reported that according to the swiss national hip & knee joint registry annual report, about hip and knee replacement results between 2012 ¿2019 it was found that the following complications/harms occurred: 8 patients with unkn journey uni knee fem comp suffer of progression of unicomp. Gonarthrosis. No more information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, the data presented in the swiss national hip & knee joint registry annual report, indicates that 8 patients underwent a journey uni revision surgery due to progression of unicompartmental gonarthrosis. Based on the information provided, the clinical root cause and/or patient outcome beyond that which is documented in the report cannot be definitively concluded. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to friction, traumatic injury, joint tightness, patient reaction/condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.